Manufacturer narrative:
The associated complaint devices were not returned. A review of the provided pictures of the drop and driver confirmed the stated failure. The drop was missing the tightening screw and the strike plate on the driver fractured off at the weld joint. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re opened.

Event description:
It was reported that during surgery when attaching the humeral nail to the proximal drop surgeon noticed that no tightening screw on the drop. No backup device was available, the procedure finished with the same device and more than 30 minutes delay was reported.